Event description:
It was noted in a patient's clinical information that there had been a history of sleep apnea and use of a CPAP machine; furthermore, the patient was having an increase in staring spells. Last known diagnostics on (B)(6) 2010 showed the device to be properly functioning. Attempts for further information have been unsuccessful to date.